Event description:
It was reported that on october 1, that two biopsy procedures were performed with an atec sapphire console, and on both procedures suctions was lost during the procedure. No error lights were seen, getting reduced suction during first procedure while cutting final core, then no suction for lavage. During second procedure, system completed setup, needle inserted into patient, completed cutting cycle, no tissue samples found in canister or in tubing. No suction when trying to lavage to retrieve any samples. First procedure completed successfully, 2nd procedure rescheduled. No additional information available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.